Event description:
It was reported that bd nsyte autog bc catheter defect. Capturing possible bend. The following information was provided by the initial reporter: please see attached photos of some defective ivs we have found within the last month. These were all straight out of the package and found to be unacceptable for patient use. I work in day surgery, my unit starts many ivs on many types of patients. We have noticed that we have an increase in blown and unsuccessful IV attempts. After looking carefully at the distal ends of the catheters, we are seeing extra plastic at the ends, pieces of the hub that are attached to the catheter, bent catheters, etc.. This is a potentially hazardous patient safety problem. Our nurses and medic have also complained that the instaflash technology is not functioning as well as the exact same catheters we have used in the past.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3: the date received by manufacturer has been used for this field. E1: address information was not provided, therefore, xx was used as a place holder.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected photograph submitted for evaluation. Bd received one photograph which displayed damaged tubing near the tip of the IV catheter. The tubing was slightly bent, which was consistent with needle puncture damage; however, without the physical sample, the root cause of the reported damage could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.